Event description:
It was reported that the 6800 system had blurry images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced and connection repaired during the service call. The system was tested and found to be working as intended and put back into service.